Manufacturer narrative:
The device has not been received for analysis. If the product is returned, a summary of the analytical findings will be submitted in a supplemental report.

Event description:
It was reported that prior to an unspecified procedure, a shaft break occurred. During insertion of the device into the introducer sheath, it was noted that the catheter contained a split in the shaft. Upon removal of the device, the catheter broke into two pieces. The procedure was completed with another of the same device. The patient's status is unknown.